Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. A receiver charge test was not performed due to "call tech support" displaying on the screen. Pictures were taken. A receiver boot test was not performed due "call tech support" displaying on the screen. Functional tests were not performed due to "call tech support" displaying on the screen. An internal visual inspection was performed and passed. The receiver log was not downloaded due to "call tech support" displaying on the screen.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.